Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after percutaneous transluminal angioplasty of the internal carotid artery interventional procedure. Reportedly, a cuff miss occurred. A piece of unknown tissue was removed with the device. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was not returned. The device was not returned for evaluation, therefore, device analysis could not be performed. The reported event was not confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.